Event description:
It was reported that the part of the pump that connects to the cassette contained some visible residue; white crystalline powder. A leak was suspected. No patient injury or complications were reported in relation to this event.